Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). As reported, an angio was performed on the sfa where they stenosis was discovered. The physician requested a 5x40x80 evercross balloon. The balloon was inflated in the stenosis and it burst. When the physician attempted to remove the evercross balloon from the artery the balloon broke off and stayed behind in the cfa. The physician attempted to retrieve the balloon but was unsuccessful. The balloon was left behind and the physician placed a stent over the balloon to trap it.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.